Event description:
Reporter noted eight cases of post-op infections with two different surgeons. Customer was also using two different systems. Two pt's were considered to have serious infections; received surgical treatment. Six pts were considered to have light infections; treated topically. Customer is trying to determine source of infections; closed the or. Pt 2 of 8.

Event description:
Additional info on pt 2 of 8: phaco surgery with one stitch; significant tyndall effect first day post-op. Treated with eye drops. Outcome was good.